Event description:
It was reported that one day post implant, the atrial lead impedance dropped from 1000 ohms to 386 ohms, p-wave amplitude had dropped significantly, and capture threshold quadrupled. The lead had dislodged. In 2009, the atrial capture was 5.5 v at 1.2 ms and the patient was sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.